Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. Neither the fault reported by the customer could be verified nor another fault was found. This complaint is not confirmed. Mechanical upgrade performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. A possible root cause for the user to experience the reported failure could not be determined. These serialized devices were released for distribution on january 25, 2012 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed one similar and one dissimilar complaint for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). This is a correction medwatch for follow up 1 due to the investigation summary not fully completed. A DHR review was required. The completed investigation summary is documented in this medwatch, follow up 2.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Elsg repair. (B)(4). Description of failure: reboot when shaver is activated and stop. Should be investigated together with fms pump 284002 sn# (B)(4). Device error message: no other information available. Indication: when was the problem discovered?: pre-operatively surgical delay? None.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. Neither the fault reported by the customer could be verified nor another fault was found. Mechanical upgrade performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. A possible root cause for the user to experience the reported failure could not be determined. A review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).